Event description:
Drug/diluent: bupivacaine, 0.5 percent. Fill volume: 550. Flow rate: 2ml/hr. Procedure: bilateral hernia repair. Cathplace: unknown. It was reported that the patient had an infection with pain, swelling, redness, drainage (edema, cellulitis) at surgical site, noted during first post-op visit with physician. Patient readmitted to hospital on (B)(6) 2011 and again on (B)(6) 2011. Results of culture indicate presence of e. Coli. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.